Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) hospital (B)(6); reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a040601 captures the reportable event of cutting wire anchor dislodged or dislocated. Block h11: investigation results: the device was not returned for analysis and was reported to be contaminated; therefore, a technical analysis could not be performed. With all the available information, boston scientific concludes that the reported event of wire anchor dislodged or dislocated could not be confirmed. The device was not returned for analysis because was reported to be contaminated. Without analysis of the actual device, there is a lack of objective evidence, or descriptive conditions of the event required to determine a probable root cause of the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone performed on (B)(6) 2026. During the procedure, the wire anchor has fractured from the catheter, but the cut wire was still intact and could not be used. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.